Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported a system cautery was not working during surgery. The system was exchanged and the procedure was completed after a 10 minute delay. There was no patient harm.